Manufacturer narrative:
Block b3: exact date unknown, event occurred years ago.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. The explanted device was discarded by the medical facility. No device malfunction was suspected. No further information could be obtained despite good faith efforts.